Event description:
It was reported that a spectrum infusion pump had a "sensor 2 that was not reading." During baxter's evaluation, the pump was found to falsely detect a loaded set. It was also reported that there was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported "sensor 2 not working." The evaluation found the pump to be falsely detecting a loaded set caused by fluid residue on the right optical sensor. The optical sensor was cleaned and the upstream sensor was calibrated to ensure proper detection.